Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the device. It was also received with cracked reservoir tube lip, scratched lcd window and missing end cap sticker. No cracks on the screen were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She also reported that a couple of days back, the button was stuck while trying to do an easy bolus. Customer stated that the device had been exposed to sweat. Blood glucose value was 146 mg/dl. She also mentioned that the device has a crack on the screen. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.